Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced sensor failure after which she developed a hyperglycemic event. The patient reported that the day of the event, (B)(6) 2024, her continuous glucose monitor (cgm) sensor failed. Before the sensor failed the patient would have experienced high cgm readings, but no specific cgm readings were reported. While the patient was changing the sensor, she developed hyperglycemia symptoms, described by the patient as symptoms of diabetic ketoacidosis. The patient first thought she was having diarrhea because of the water she had been drinking, but then symptoms evolved to throwing up 4 times, dizziness and being unable to walk. The patient did not have a blood glucose meter to perform a fingerstick. She was brought to the hospital by a pastor that was also part of mission trip that she is in. The patient confirmed that she was not given any medication or treatment before they reached the hospital. The patient could no longer remember what happened when she got to the hospital and said she woke the next day, being in the hospital. The patient knows she was given insulin when they reached the hospital, and a nurse at the hospital also told that her blood glucose readings at the time were too high for the blood glucose meter to be able to read. The nurse also stated they did some bloodwork, but no further details were reported for this. The medication around the event that the patient was taking was, kytril, paracetamol, gelusil, aspirin, clexane, spironolactone, cetirizine, and rosuvastatin. It was not known which of these medications were given due to the event, and which of these the patient was already taken. At the time of the report the patient stated she was stable and could be discharged by (B)(6) 2024. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.